Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump passed the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 41/43 alarm noted during testing. Successfully downloaded history files and traces using thump. In further full review in the pump history file/ trace and found pump error 41 alarm in the event date of 21-feb-2025 at 14:00:52 during basal delivery. Pump error 43 alarm found in the pump history file/trace on (B)(6) 2025 at 14:00:51. Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. The force sensor measurement was within spec range (22.8 mv). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay. Pump error 41/43 alarm was confirmed due to faulty motor. Cosmetic damage found on the pump case. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error alarms 41 and 43. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer reported receiving a pump error. Customer was able to clear the error and pump passed displacement test. Pump did not pass additional testing or error table indicated that replacement was required. No harm requiring medical intervention was reported. Customer discontinued the use of the insulin pump. Mmt-1886 was requested and customer responded the device was returned.